Manufacturer narrative:
Pump passed the displacement, prime/delivery and excessive no delivery test noted. Unable to do basic occlusion and occlusion tests due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched lcd window and cracked battery tube threads. No crack on lcd screen noted.

Event description:
The customer reported via phone call that the insulin pump was cracked and the top half of the reservoir compartment was broken off. The customer stated that she was unaware of how the damage occurred. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 274 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.